Event description:
It was reported by the customer that they are returning their unit to (B)(4) for service. Description of failure: drive shaft for blue cable broken. Please check also the green cable. No further info is available. No reported pt consequence. (B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: based upon the inquiry info received, visual and functional examination, the customer's complaint has been confirmed. Testing included: functional test according to test procedure, electrical safety test, accessories checked, and pneumatic circuit checked. Software modified, regulatory label modified, pump wire modified, ground wire modified, uniboard modified, mechanical upgrade performed, damaged upper case replaced, defective connector plug-socket replaced, lemo footpedal connector secured with loctite 242, mains socked bonded.